Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A getinge service technician was authorized for repair. Work performed on 2020-09-25, 2020-10-09 and 2020-10-13. As stated in service report 43452999 the sensor panel had to be replaced. After replacement the 1-year maintenance was performed. The unit passed all tests. Thus the reported failure could be confirmed. The most probable root cause is that the earth pin was broken off during the last two-years-maintenance. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The maintenance/ repair of the affected device is ongoing. Therefore it is not in use anymore.

Event description:
(B)(4). During maintenance it was discovered that the mounting pin of the sensor panel was snapped off. The grounding wire was connected to a screw of the panel and the device was for two years in use.